Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the unit gave an error code when the wand was connected. As the unit had no functionality, the surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
Subject controller was functionally tested and evaluation revealed there is a hardware failure inside the subject controller. Output voltages were tested according to mpi and no voltage output was evident at applicable power setting levels, subject unit failed to produce any voltage output from the rf circuit. A normal life cycle failure of an electronic component on the power output board may have resulted as this unit has been released in distribution for 2 years and the frequency and duration of use is unk. A review of the manufacturing records for non-conformances and deviations indicates the subject controller met mfg spec when released for distribution.